Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This report is based on information discovered during the investigation that was performed on the event reported in manufacturer report # 1820334-2017-04266. Imaging review performed during the investigation process, identified there was thrombus circumferentially coating the right zsle at the aortic bifurcation, causing 50% maximal diameter stenosis. Additionally, a thin layer of thrombus was noted to be coating the main body fabric. This report is for the identified issue of thrombus circumferentially coating the right zsle at the aortic bifurcation, causing 50% maximal diameter stenosis. There has been no previous indication from the user facility that there was an issue of thrombus coating the right .zsle-16-56-zt causing stenosis. Two additional reports have been created to capture the two additional issues identified during the investigation of manufacturer report # 1820334-2017-04266. Manufacturer report # 1820334-2018-01037 for the right zsle-16-56-zt stenosis and manufacturer report # 1820334-2018-01038 for thrombus coating the mainbody tfb-24-74-zt graft.

Manufacturer narrative:
Additional information received 01jun2018. The stenosis was confirmed only in the contralateral (left) leg, so the clot removal and evt was exclusively performed on the left leg. No additional procedure was performed to treat the ipsilateral and mainbody grafts. Evaluation / investigation: the actual complaint device was not returned. Imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A visual inspection of the provided imaging was performed. Review of the device history record, instructions for use, and quality control data was conducted. Select implantation angiography images, a two-week post implantation cta and select images of the 15 days post implantation secondary intervention were provided. Although at implantation kissing balloon angioplasty expanded the distal aorta from the flow divider through the aortic bifurcation 25mm right to left, as soon as the balloons were deflated the aorta recoiled. The lumen was narrowed to 15mm x 19mm at the flow divider and 12.5mm x 20mm at the aortic bifurcation on the subsequent cta. The left and contralateral zsle 11-122 was implanted in the left external iliac artery (eia) to a length of 112mm. Based on the spacing of the zsle spirals, the longitudinal compression occurred in the left external iliac artery segment of the zsle. The eia segment was generally constrained between 8 and 8.5mm. Thrombus on the surface of both zsles was more prominent than usual but only severe, 70%, through the left zsle eia segment. Thrombus circumferentially coating the right zsle at the aortic bifurcation caused 50% maximal diameter stenosis. On cta, a thin layer of thrombus coated the mainbody fabric. The following day, the stenosis measured 50% angiographically. The improvement with plavix supports platelet rich thrombus. Impressions of the imaging reviewer: severe stenosis caused by thrombus in the distal left zsle is confirmed. The risk of thrombus formation was increased by a narrow distal aorta, longitudinal compression of the zsle in the eia, and a patient specific tendency to form thrombus on the graft material. Significant findings relative to the patient's anatomy were observed. The distal aorta was narrow. Significant findings relative to the disease state were observed. The patient displayed an increased tendency to form thrombus on the graft fabric. Significant findings relative to the use of the device were observed. The zsle 11-122 was implanted with 10mm of longitudinal compression in the left eia segment. Fabric redundancy created by the compression increased the risk of thrombus formation. Significant findings relative to the design or performance of the device were observed. Mural thrombus formation caused severe left zsle stenosis and moderate right zsle stenosis. Cause of adverse events was not observed. The imaging reviewer suggests distal aorta narrowing, patient tendency to form thrombus and implanting the zsle 11-122 with 100mm of longitudinal compression in the eia (thereby creating fabric redundancy) contributed to the thrombus formation. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The device history record was reviewed and no non-conformances were noted. This complaint focuses on thrombus in a zsle-16-56-zt from lot 8211614 found in image review. The patient underwent evar on (B)(6) 2017. A main body (tfb-24-74-zt), contralateral leg (zsle-11-122-zt) and ipsilateral leg (zsle-16-56-zt) were placed without problem. On (B)(6) 2017, the patient complained of coldness in the lower legs, so an abi test was performed. The level right after evar was 1 but reduced to 0.4 at this time. The physician performed a CT scan and found clots inside the contralateral leg graft (zsle-11-122-zt) near the bifurcation of the external iliac artery and the internal iliac artery. Because the stenosis was due to the clots, the physician planned removal of the clots and evt the next day. The patient was also administered one tablet of plavix (antiplatelet drug). On (B)(6) 2018, the patient's abi level increased to 0.8 before performing angiography. The clots appeared to be dissolved on the angiographic image and the percentage of stenosis was 70%. A cordis' smart stent was placed in the contralateral leg graft at the external iliac artery because the decrease in occlusion was likely due to plavix (antiplatelet drug). Patency was returned after stent placement. No additional procedures were performed to treat the ipsilateral and mainbody grafts. Thrombosis can occur for a variety of reasons, such as genetic predisposition, iliac tortuosity, external compression, stenosis, improper overlap, narrow inner iliac lumen, vessel damage, and rough surfaces. Tortuosity, compression, and pulsation can create high shear forces within the leg that stimulate thrombus growth. Where a small thrombus has formed, the clot can enlarge because the blood flow slows around the clot, allowing clot-forming elements to be deposited. Pulsation and a small inner lumen can occur through graft oversizing or undersizing. Implantation angiography images, a two-week post implantation cta and images of the 15 days post implantation secondary intervention were provided for the image review. The image review confirmed the presence of thrombus circumferentially coating the right zsle at the aortic bifurcation causing 50% maximal diameter stenosis. A contributing factor to this complaint was patient anatomy because the distal aorta was narrow. At implantation, balloon angioplasty expanded the distal aorta from the flow divider through the aortic bifurcation 25mm right to left, but as soon as the balloons were deflated the aorta recoiled. This resulted in the narrowing of the lumen to 15mm x 19mm at the flow divider and 12.5mm x 20mm at the aortic bifurcation on the subsequent cta. Narrowing of the distal aorta would have decreased the diameter of the inner iliac lumen creating high shear forces as well as fabric redundancy resulting in an increased risk of thrombus formation. The second cause is likely, procedure related ¿ patient condition related to occurrence because it was reported in the image review that the patient had a predisposition to form thrombus and the narrowing of the distal aorta increased the risk of thrombus formation. Measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event.

Event description:
The stenosis was confirmed only in the contralateral (left) leg, so the clot removal and evt was exclusively performed on the left leg. No additional procedure was performed to treat the ipsilateral and mainbody grafts.